Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples and a photo for investigation. The samples and photo were reviewed and the indicated failure mode for 'missing stopper' with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of 'missing stopper' was not observed. Bd determined that the root cause for this defect is a timing issue on the stopper/ cap assembly equipment. This type of defect is understood to be a transient issue affecting relatively few tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing component(s) of the product. The following information was provided by the initial reporter. The customer stated: the rubber cap was missing.